Event description:
It was reported that during a colon resection procedure in 2008, left and right catheters were placed in patient's ureter for visualization. Upon completion of the procedure and removal of the catheters, the left catheter broke into three pieces. Two pieces were able to be removed at that time and the third piece remains indwelling in the patient. No additional procedures has been scheduled for removal of the indwelling piece. The doctor is waiting another day or so to see if the piece will migrate out. Patient is still in hospital for recovery from the colon resection procedure and is being cared for with normal post-operative procedures and is still on IV. Patient is doing well and has had no complications. Based on sample received, all three reported pieces of the catheter were retrieved from the patient. No impact to the patient was reported.

Manufacturer narrative:
Based on the lot number provided, the product is in excess of 29 years old. While the polyurethane device is very durable, some degradation of product integrity is expected over a 29 year period. A 5 year expiration date was placed on these products in the early nineties. Upon inspection of the three sections of a catheter returned, the first section measured approximately 20.2cm in length and had 3 flattened areas, the second section measured approximately 15.8cm in length and had a 2 flattened area, and the third section measured approximately 9.5cm in the length and appeared to have one flattened area. The three sections of the catheter appear to mate together. The separations of the three sections of catheter are jagged and not clean breaks. There appeared to be some evidence of stretching of the catheter sections. The result of the investigation was confirmed for device breakage, user-related. The catheter (approximately 29 years old) was used well beyond the current 5 year expected life of this device. Past studies of polyurethane ureteral catheters has determined that the material can become brittle when exposed to aging periods in excess of 7 years. Non-aged polyurethane ureteral catheters are typically compliant and flexible.